Event description:
A patient reported they visited doctor on account of not being able to view result due to missing segments. Took a test with profile, result 182mg/dl, and was ordered by doctor to increase the amount of insulin. Their meter allegedly had missing segments. A meter malfunction. The result on their meter was 182 mg/dl. The result on the no comparison. The time difference between patient's meter and no comparison. As treatment was order by doctor to increase the amounts of insulin. No further information has been reported.